Manufacturer narrative:
(B)(4). Results: endoleak, dissection. Short and reverse funnel proximal aortic neck. Insufficient information; cause of dissection is unknown. Higher than normal delivery system removal force and ballooning may have contributed. Conclusions: endoleak, dissection. Short and reverse funnel proximal aortic neck. Insufficient information; cause of dissection is unknown. Higher than normal delivery system removal force and ballooning may have contributed.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The maximum aneurysm diameter was 50 mm. The diameter of the proximal aortic neck was 19 mm at the renal arteries, 25 mm at the beginning of the aneurysm, and the total neck length was 15 mm. The diameter of the right iliac was 15 mm, and the left iliac was 12 mm. The femoral arteries were 6.5 mm in diameter. It was reported that a proximal type I endoleak was observed after the bifurcated stent graft was deployed. The physician commented that the stent graft was deployed 5 mm distal to the planned position. The physician modeled the stent graft with a reliant balloon. A dissection at the proximal end of the stent graft near the right renal artery was then observed. The physician implanted an aortic cuff, and the endoleak was resolved. Final angiography showed delayed filling of the false lumen of the dissection. The physician decided to treat the dissection medically with antihypertensive drugs and monitor the patient. The physician commented that the cause of the dissection is not clear; however, retrieving the distal tip and bringing it down to the main body required more force than usual. Modeling the proximal end of the stent graft with the reliant balloon was also made difficult by the patient¿s blood pressure, which may have contributed to the dissection. No additional clinical sequelae were reported, and the patient is fine.